Event description:
It was reported a patient fell and afterwards noise appeared on both the atrial and right ventricular (rv) leads. The implantable cardioverter defibrillator (ICD) presented with inappropriate anti-tachycardia pacing (atp) due to the ventricular oversensing. The ICD was explanted and replaced in a procedure on (B)(6) 2024. There were no patient consequences.